Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: four 20038e7d samples were received for investigation in opened packaging from lot 20116960. A connecting medistar 5ml luer slip syringe was also received. Functional testing involved connecting the medistar 5ml syringe to the received samples. It was observed that the piston of the smartsite opened for all the received products. No occlusion was observed for any of the received samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite extension set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned sample, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months.

Event description:
It was reported when using the bd 3 way needle-free connector set, the device experienced blockage. The following information was provided by the initial reporter. The customer stated: 3way extention set blocked.